Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 2jun2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: clinical code e172001 captures the reportable event of abscess. Clinical code e1906 captures the reportable event of infection. Clinical code e230101 captures the reportable event of fever. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Correction: h6:patient code pain was added in the report.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The patient had bloody stools haftway through the treatment. He also experienced low-grade temperature and white count of 11. A computerized tomography (CT) scan was performed and no fluid collection was seen. A month after the spaceoar placement, the patient was put on antibiotics. He will get a proctoscope to make sure there was no erosion. On (B)(6) 2021, a gastrointestinal (gi) was performed and there was dimpling and pus. The patient was treated with ciprofloxacin and flagyl and he was still in pain with low grade fever and white count of 11. The physician suggested that he will continue with antibiotics and being generally conservative. On (B)(6) 2021, additional information received stating that the patient was having more bloody mucus discharge from the rectum and so the radiation has been halted. A magnetic resonance imaging (MRI) was performed and did not find any fluid collection to drain. He was still on ciprofloxacin and flagyl. The physicians think that there was some mucosal perforation from the spaceoar since previously they examined the rectum and there appeared to be some purulent discharge through the mucosa communicating with the spaceoar space. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Additionally, the procedure was done under local anesthetic. The procedure was performed without incidence and at half way through is treatment began experiencing rectal bleeding with bloody stools, a low grade fever and a slight elevation of white blood cell count of 11. A computerized tomography (CT) scan was performed, fluid collection was seen. A month after the spaceoar placement, the patient was put on antibiotics. The patient will receive a proctoscope to make sure there was no erosion. On (B)(6) 2021, a gastrointestinal (gi) was performed and there was dimpling and pus. The patient was treated with ciprofloxacin and flagyl and he was still in pain with low grade fever and white count of 11. The physician suggested that he will continue with antibiotics. On (B)(6) 2021, additional information received stating that the patient was having more bloody mucus discharge from the rectum and so the radiation has been halted. A magnetic resonance imaging (MRI) was performed and did not find any fluid collection to drain. He was still on ciprofloxacin and flagyl. The physicians think that there was a mucosal perforation from the spaceoar since previously they examined the rectum and there appeared to be some purulent discharge through the mucosa communicating with the spaceoar space. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.